Event description:
(B)(4). It was reported by a community service board and the patient legal representative that the 9xt mechanical wheelchair crossbrace was broken during use, and the patient fell. No medical attention was sought, and no detailed information was available. This event was referred to consumer affairs, and if relevant information is received, this file will be revised, and a supplemental report submitted.